Event description:
It was reported patient's ipg lost connection with external devices following an unrelated procedure even though ipg was placed into surgery mode. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
B3: date of event is estimated. D6a: date of implant is unknown. E1 - reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain device implant date.

Manufacturer narrative:
Attempts were made to obtain date of implant. A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery and it¿s unknown if the patient's ipg was placed into surgery mode. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.